Manufacturer narrative:
Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. The target lesion was located mid left anterior descending artery (lad). A 2.75mm x 12mm nc emerge balloon catheter was advanced to a non pre-dilated lesion with 80% stenosis. It was not able to cross due to calcification and balloon bursts during the procedure. The procedure was completed with another of same device. No patient complications were reported and the patients status is stable. It was further reported that the balloon was inappropriately inflated right after the first inflation.

Event description:
It was reported that balloon rupture occurred. The target lesion was located mid left anterior descending artery (lad). A 2.75mm x 12mm nc emerge balloon catheter was advanced to a non pre-dilated lesion with 80% stenosis. It was not able to cross due to calcification and balloon bursts during the procedure. The procedure was completed with another of same device. No patient complications were reported and the patients status is stable. It was further reported that the balloon was inappropriately inflated right after the first inflation.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. Examination revealed that the hypotube had numerous kinks. A test inflation device was connected to the hub and pressurized inflating the device to its rated burst pressure. The device maintained pressure for 5 minutes with no leaks or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located mid left anterior descending artery (lad). A 2.75mm x 12mm nc emerge balloon catheter was advanced to a non pre-dilated lesion with 80% stenosis. It was not able to cross due to calcification and balloon bursts during the procedure. The procedure was completed with another of same device. No patient complications were reported and the patients status is stable.